Event description:
It was reported that a user experienced hyperglycemia on the ilet following temporary pump disconnection for an MRI and subsequent reconnection, with a highest reported blood glucose of 551 mg/dl while using an inset infusion set; the user replaced the infusion set and glucose returned to range. Symptoms included elevated blood glucose. Outcomes included resolution after infusion set replacement and user-led troubleshooting and education. Investigation included customer interview and troubleshooting. Investigation of this case revealed no confirmed device malfunction, with a probable contributing factor of insulin delivery interruption associated with pump disconnection and potential infusion site or set issue after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.